Event description:
Pt had right arm laceration to attempt by dr to use skin stapler to close wound. First one opened failed to work and was jammed. Opened a second one, and it failed to work also third stapler opened worked properly.